Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received a reading in the 300's mg/dl at 9 am; took 10 units of novolog insulin based on reading according to sliding scale. Customer was found unconscious by wife at 3 pm; called paramedics. Customer reportedly received the following results on an aviva ii meter, compared to professional meter, within 10 minutes: 91 mg/dl on aviva ii meter and 25 mg/dl on professional meter. Results on customer's meter did not match customer's state. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.